Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump had pump exposed to fluid and had partial display. Customer's blood glucose value was 260 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No missing segment/partial display anomaly noted. Unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. No moisture damage electronic assembly during visual inspection. Unit had cracked reservoir tube lip.